Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model dl900f denali filter experienced migration of device, malposition of device (tilt), and a patient-device interaction problem. This event was reported from various sources. All three (3) events involved patients with no reported injury. One patient is female, 55 years old, and weighs 286 pounds. The remaining patient's information was not provided.

Manufacturer narrative:
H10: the lot number for one of the three reported malfunctions was provided and a lot history review will be performed. Two devices were not returned and therefore the investigation is inconclusive for two malfunctions, however, images and medical records were provided for review for one malfunction. Per review of the medical records and images, the investigation is confirmed for perforation, migration and tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for one of the three reported malfunctions was provided and a lot history review will be performed. The three devices were not returned, but images and medical records were provided for review for one malfunction. The company is still investigating the issue at this time. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model dl900f denali filter experienced migration of device, malposition of device (tilt), and a patient-device interaction problem. This event was reported from various sources. All three (3) events involved patients with no reported injury. One patient is female, 55 years old, and weighs 286 pounds. The remaining patient's information was not provided.

Manufacturer narrative:
H10: the lot number for one of the three reported malfunctions was provided and a lot history review was performed. The devices were not returned for any of the three malfunctions; however, medical records were provided for two malfunctions. One investigation is confirmed for perforation, migration and tilt. The other investigation is inconclusive for migration and perforation and unconfirmed for tilt. The final malfunction is inconclusive for migration, perforation, and tilt as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the malfunctions indicated that model dl900f denali filter experienced migration of device, malposition of device (tilt), and a patient-device interaction problem. This event was reported from various sources. All three malfunctions involved patients with no reported injury. One patient is male and one patient is female, 55 years old, and weighs 286 pounds. All other patient information was not provided.

Manufacturer narrative:
H10: of the three reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-06468. H10: the lot number for one of the two reported malfunctions was provided and a lot history review was performed. The devices were not returned for any of the two malfunctions; however, medical records were provided for two malfunctions. One investigation is confirmed for perforation, migration and tilt. The other investigation is inconclusive for migration and perforation and unconfirmed for tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the malfunctions indicated that model dl900f denali filter experienced migration of device, malposition of device (tilt), and a patient-device interaction problem. This event was reported from various sources. Both malfunctions involved patients with no reported injury. One patient is male and one patient is female, 55 years old, and weighs 286 pounds. All other patient information was not provided.

Manufacturer narrative:
For all three (3) events, the lot number is unknown, therefore a completer manufacturing review could not be conducted for each investigation. In each case, the device was not returned for evaluation, therefore all three (3) investigations are inconclusive for perforation of the ivc, filter tilt, and migration of the filter as no objective evidence has been provided. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that model unknown denali filter experienced migration of device, malposition of device (tilt), and a patient-device interaction problem. This event was reported from various sources. All three (3) events involved patients with no reported injury. The patient¿s age, weight, and sex was not obtained for any of the three (3) events.